Event description:
It was reported during a two cna transfer via a hoyer lift, the hoyer sling tore resulting in the resident falling to the floor. The resident sustained no serious injury, unknown as to the injury. A review of the hoyer sling laundering log indicated that this hoyer sling was laundered twelve times.